Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of having several issues with insulin pump. Customer reported to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer also reported of experiencing keypad anomaly, motor error alarm, and drive support cap popping out. Customer declined troubleshooting due to insulin pump being replaced for button error alarm.